Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a 087 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a review of the black box data showed no call service 087 alarms, however motor alarms were observed. During testing, the pump successfully completed the ez prime steps. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked and the audio bolus button cover was torn. Evidence of moisture was found on the printed circuit board on the motor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.